Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. When the device is evaluated, or when new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device turns off with battery charged to over 70%. There was no patient impact or consequence reported.

Event description:
The customer reported that the device turns off with battery charged to over 70%. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was returned with no battery or sd-card. The device was found to power on and remain on with no issue when tested with a supplied battery and sd-card. The device was confirmed to be functioning as designed. Health effect impact code: no adverse event; no patient impact.